Event description:
It was reported that the device had unexpected longevity. It was noted that the device was just short of the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 694758 lead implanted: (B)(6) 2011; 1882tc competitor lead implanted: (B)(6) 2011. (B)(4).